Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 19mm aortic bioprosthetic valve, the valve was explanted and the valve replacement was changed to a bentall procedure due to a slight tear in the annulus which occurred during suturing. It was reported that annulus tissue was "weak". No additional adverse patient effects were reported.